Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. The interatrial septum was very thick, and the patient's left atrial appendage (laa) anatomy was very complex. The physician had to use a lot of torque to position the watchman access system (was) in the most optimal position. The watchman laa closure device & delivery system (wds) was introduced to the was and was deployed in the laa. During the deployment the was became kinked. The physician then fully recaptured and removed the wds from the patient. The kinked was was also removed from the patient and the procedure was continued with a new was and wds. The new closure device was also unsuccessful in being implanted in the laa due to the patients complex anatomy. The procedure was ended and no closure device was implanted in the patient. The patient did well following these events and there were no other complications that were reported.